Event description:
It was reported that the patient received inappropriate shocks due to oversensing of nonphysiologic noise, and the short interval count was elevated. The lead was replaced. No further patient complications were reported as a result of this event. Additional information received reported xrays were done and the lead was capped, due to a fracture.

Manufacturer narrative:
Other: it was reported that the patient received inappropriate shocks due to oversensing of nonphysiologic noise, and the short interval count was elevated. The lead was replaced. No further patient complications were reported as a result of this event. Additional information received reported xrays were done and the lead was capped due to a fracture. No conclusion can be drawn. Interference, lead(s), fracture of, oversensing shock, inappropriate.